Manufacturer narrative:
The customer reported complaint was confirmed. One sample of tracheostomy tube was received for evaluation. A visual inspection was performed and it was observed the sample presents evidence of being used, plus the connector presented a substance inside the base of the flange connector. Manufacturing controls are in place to detect foreign material and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was black mold like substance inside the top and inside of the tube. The trach was installed to the patient in (B)(6) 2017 and was removed in (B)(6) 2017. The patient had to be recannulated due to the issue. There was no patient injury.